Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to fluid loss from a hole in the tubing. The device was removed and a new ipp was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available.